Event description:
The plaintiff's attorney alleged that the decedent stopped breathing during use of the product on (B)(6), 2011, experienced shortness of breath on (B)(6), 2011 and a cardiovascular event and subsequently expired on (B)(6), 2012.

Manufacturer narrative:
This is one event (death) of three events reported on the same pt involving two separate products:associated with mdrs # 1225714-2014-00468; 00469; 00470; 00471; 00472 and 00473.